Manufacturer narrative:
Batch review performed on 22 september 2020: lot 1909602: (B)(4) items manufactured and released on 21-apr-2020. Expiration date: 2025-04-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to sustaining a proximal tibia fracture. The cause of the fracture is unknown. The surgeon revised the tibial tray and insert and added an extension stem 1 month after primary. The surgery was completed successfully.